Manufacturer narrative:
The insulin pump was received with operating currents within spec. Device was passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed power error and low battery alarms were triggered when backup battery loaded voltage was less than 3.5 v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on printed circuit board, insulin pump was monitored and functioned properly. Device was received with faded serial number label. Unit received with cracked keypad overlay at select button. Device was received with minor scratched display window, case and keypad overlay. No transmitter received with unit. Unable to verify battery life of the transmitter.

Event description:
It was reported that the device battery ran out quickly. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.